Event description:
Patient revised due to loosening of the tibia and femur. Intraoperatively noted polyethylene wear and osteolysis.

Manufacturer narrative:
Examination was not possible as no product was returned. Although the investigation could not determine the root cause, it would not be unreasonable to expect some wear after 11 years of implantation. The need for corrective action was not indicated. Should additional information be received the investigation will be reopened. Depuy considers the investigation closed.